Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device was not pacing properly, it passed its incoming test on the automated test console as well as functional testing. During analysis it was noted that the battery contacts were contaminated and that the unit was received in good cosmetic condition. (B)(4)

Event description:
It was reported that the external pulse generator was not pacing properly, although no further details were provided. The generator was returned for service and for schedule maintenance. No patient complications have been reported as a result of this event.